Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a perclose proglide device after an interventional procedure that included a thrombolytic drug. Reportedly, resistance was felt during insertion of the device and the device would not advance into the vessel. The device was removed and hemostasis was achieved by applying manual arterial compression. Reportedly, the device looked bulkier than usual at the distal guide-proximal guide area. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the perclose proglide device. Additional information was not provided

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported event of difficulty introducing the device into the patient anatomy could not be confirmed. Based on the visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.